Manufacturer narrative:
(B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient is in pod 3, status post pump exchange on (B)(6) 2017 for suspected thrombus (already reported) requiring dialysis post-op as patient was anuric. It was stated that the log files were sent in this evening due to high not even 48 hours' post- exchange. Site is concerned for acute ingestion.  Again, of note, this is a complex congenital patient with a ventricular assist device (vad) placement in the systemic ventricle right (rv) where a large amount of clot and chordae was removed at time of original implant on (B)(6) 2017.  The outflow graph (ofg) is also anastomosed to the descending aortic arch just adjacent to the great vessels.  An ofg to ofg anastomosis was done during the pump exchange. The patient had issues with bleeding post-exchange as well, particularly from his groin that had now been cannulated for bypass 3 times.  Patient intubated/sedated currently; patient was never extubated post-exchange. The patient was transfused four platelet 6packs and the repeat platelet (plt) count currently at 76k.  Hematology has been consulted and they feel the patient is in disseminated intravascular coagulation (dic).  He is hit negative x 2.  Currently the patient is going to computed tomography (CT) to better assess inflow and outflow conditions and then the team will determine the plan, medical management vs. Surgical intervention. No additional information available.